Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump ran out earlier than it should have been. It was found that it was running a little over 2.7 ml/hr instead of 2.5 ml/hr. Additional information reported that at the end it alarmed that there was air at the end and pump was empty. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: device was received on 8/27/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Accuracy tests were performed. The customer's stated problem was not confirmed. The device was delivering within specification. There was no known cause of the reported issue, and no further action was taken.